Manufacturer narrative:
Ortho-clinical diagnostics (ocd) quality assurance performed retain testing. Testing performed as part of the complaint investigation indicates that product is performing as intended. The customer does not perform weak d testing, therefore the reactivity observed at immediate spin with this lot of product appeared discrepant to the customer.